Manufacturer narrative:
Returning of the device for failure investigation has been requested.

Event description:
Covidien received a report alleging that the oximeter was providing high spo2 readings.